Event description:
This device was implanted on (B)(6) 2010. And was explanted on (B)(6) 2014, due to battery depletion. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).